Event description:
The pt fell directly onto the implantable neurostimulator lead. Afterward, the pt experienced a loss of stimulation coverage in her leg. When the lead was pressed upon, the pt felt stimulation in the entire leg and got needed coverage at 0.15 volts. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4)